Event description:
This lead was capped and replaced because of a fracture. Impedance readings were greater than 3200 ohms. There were no adverse pt events reported. Should add'l info be received, this file will be updated.